Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The defibrillation electrodes used during the patient event was not provided for evaluation. Physio downloaded the electronic records from the customer¿s device. A review of the records confirmed that a loss of ECG connection through the paddles lead occurred and subsequently the defibrillation charge was removed. Physio-control performed a clinical review of the reported patient event and concluded that the device usage may have contributed to the patient outcome. The following was observed: ¿defibrillation needed (by ECG evidence or report of 2nd responders) but provision of defibrillation delayed greater than 30 seconds. Review of the ECG data provided evidence that defibrillation was needed and was delayed for a total of 33 seconds due to loss of the ECG connection to the patient and marked in the ECG record as lead off.¿

Event description:
The customer contacted physio-control to report that their device was unable to provide defibrillation energy during a patient event. The customer advised that after their device was charged for defibrillation there was a loss of ECG connection to the patient. Subsequently, the ECG signal through paddles lead was loss and the display showed dashed lines and the defibrillation charge was removed. This happened twice, and then the defibrillation electrodes were replaced and the patient¿s ECG showed asystole for the remainder of the event. The patient, a (B)(6) male did not survive.

Event description:
The customer contacted physio- control to report that their device was unable to provide defibrillation energy during a patient event. The customer advised that after their device was charged for defibrillation there was a loss of ECG connection to the patient. Subsequentl y, the ECG signal through paddles lead was loss and the display showed dashed lines and the defibrillation charge was removed. This happened twice, and then the defibrillation electrodes were replaced and the patient¿s ECG showed asystole for the remainder of the event. The patient, a 50 year old male did not survive.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number: blank. Section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number: (B)(4). Section b1 of the initial medwatch report indicates: adverse event/product problem: product problem. Section b1 of the initial medwatch report should indicate: adverse event/product problem: adverse event and product problem. Section b2 of the initial medwatch report indicates: outcomes attributed to ae: blank. Section b2 of the initial medwatch report should indicate: outcomes attributed to ae: death. Section b2 of the initial medwatch report indicates: death date: blank. Section b2 of the initial medwatch report should indicate: death date: (B)(6) 2018.